Manufacturer narrative:
The manufacturer had previously reported an allegation that the device was displaying an alarm related to the oxygen blening module board and that the interface board and oxygen blending module board were replaced to address the issue. This is incorrect. The interface board was not replaced.

Event description:
The manufacturer received information alleging a ventilator was alarming for a service required condition related to the device's oxygen blending module. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's oxygen blending module board and interface board were replaced to address the issue.